Event description:
It was reported that a patient underwent a lapcholestomy procedure (B)(6) 2022 and suture was used. During the procedure, the nurse opened the seal of the foil they found that the suture is detached from the needle back to back twice, and the lapcholestomy surgery got delayed by a bit. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the total number of products involved in this event? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? What is the current status of the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: = 275 g/m. Investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened foil, one empty folder, and some suture pieces into a petri dish that pertains to the product code nw9352 were received for evaluation. Upon visual assessment of the suture, it was observed that the suture pieces have begun with a degradation process caused by exposure to the environment. This condition contributes to the needle separating from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. Per the sample condition, the functional test cannot be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.